Manufacturer narrative:
The suction was returned for analysis. Functional testing found that the tip was damaged causing the issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: the rep indicated that the exact cause of the damage was unknown, but noted it was likely due to previous cases or damaged during sterile processing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a fusion system being used for a fess procedure. The rep indicated that the straight suction would not verify and the error would not go below 2.6 so the site used another tray to continue. The resulting surgical delay was 5 minutes and there was no change in patient outcome.